Event description:
A nurse reported that high impedance was observed during the patient's follow-up appointment on (B)(6) 2013. The patient was last seen on (B)(6) 2013 but diagnostics were not performed at that time since the patient was only set at low settings. There were no recent events of trauma/manipulation that could have contributed to the high impedance. The nurse planned to order x-rays and also refer the patient to neurosurgery. The surgeon evaluated the patient on (B)(6) 2013. The surgeon reported that the patient was not experiencing any clinical symptoms such as discomfort that could be accompanying the high impedance. The surgeon got x-rays but he could not see anything obvious such as a lead break or lead pin not being fully inserted to indicate the cause of high impedance. Follow-up with the surgeon during the patient's appointment on (B)(6) 2013 revealed that the surgeon was not sure what was causing the high impedance as the patient was doing fine and then had high impedance "all of the sudden". A/p x-rays of the neck and chest were reviewed by the manufacturer. Based on the x-ray images provided, the cause of the high impedance may be due to the lead pin not being fully inserted into the generator header; however, the lead pin insertion was unable to be fully assessed due to the angle of the images. A portion of the lead could not be visualized in the chest due to it being behind the generator, and the presence of a micro-fracture in the lead cannot be ruled out. Clinic notes dated (B)(6) 2013 revealed that the patient's sister reported the patient had experienced an increase in seizure frequency up to five per day the day prior and on (B)(6) 2013. However, use of the vns magnet stopped the seizures within a few seconds. The patient has two event types among her medically intractable seizures. She has approximately 10 aura events per day followed by a drop seizure and approximately one event consisting of an aura of behavioral arrest and drops. The notes indicated that the patient was sent for x-ray and neurosurgery as soon as possible to assess for lead break or pin detachment. The device was programmed off on this date. Notes from (B)(6) 2013 indicate the device was turned on from 0ma to 0.25ma on this date. Due to the low settings, the nurse elected to not perform diagnostics until the device was set to 1ma on (B)(6) 2013. Therefore, it is unknown if diagnostics were okay following surgery, and a lead pin insertion issue may be a cause of the high impedance but this has not been determined to date. Follow up with the nurse revealed that there may be a relationship between the increased seizures and high impedance. The relationship to pre-vns baseline levels is unclear, but the seizure frequency increased. Only the drop seizures increased, and the nurse was not aware of any external causal or contributory factors that may have contributed to the increased seizures. Although surgery may occur in the future, it has not occurred to date.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2013. Prior to surgery, the company representative provided the surgeon training on possible scenarios for the high impedance. The implant card was received by the manufacturer and indicated the reason for replacement as battery depletion with the near end of service indicator unknown. The lead impedance following surgery was not marked on the implant card. Attempts to obtain additional information on the surgery have been unsuccessful to date. Return of the explanted generator is expected, but it has not been received to date by the manufacturer.

Event description:
The explanted generator was received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for generator replacement was due to end of service but the near end of service indicator was unknown. Additionally, it listed the date of replacement as (B)(6) 2013, but the implant card previously confirmed the implant as (B)(6 )2013.

Event description:
The nurse practitioner reported that all she can provide is that the "lead impedance was high and she was having more seizures." No new information was attained. The reported allegation of high impedance was not duplicated in the product analysis laboratory. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. A pulse disabled condition was observed in the received generator due to a perceived vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. The pulse disable bit was reset to re-enable the output so that so that subsequent testing could be performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. Other than the noted condition, there were no performance or any other type of adverse condition found with the pulse generator. Review of the internal memory data of the generator revealed that a chance in impedance occurred on (B)(6) 2013 from 2703 ohms to 14051 ohms.

Manufacturer narrative:
.

Event description:
The surgery scheduler reported that the patient was scheduled for surgery (reported as generator replacement). However, the surgery has not occurred to date.

Manufacturer narrative:
With the new information available, the suspect device is now the generator rather than the lead, so the initial report inadvertently reported the data incorrectly.